Event description:
Additional information made available from the field indicated that this crt-d was later electively explanted during a general change-out procedure. No further allegations related to this event were made against the device prior to explant. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device triggered replacement indicators appropriately while implanted and successfully passed labeled longevity calculations. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for supraventricular tachycardia (svt). There were no discriminators turned on in the ventricular tachycardia (vt) zone so anti-tachycardia pacing and shocks were delivered for svt in the vt zone. The event continued until device therapy was exhausted. Reprogramming of the zones were made and the discriminators were turned on. At this time, the patient¿s crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.